Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not accurate. A technical support specialist worked with the person from the pharmacy, who had reached out to suiterx; following their intervention, the issue was resolved and patient/medication orders began flowing through the integration as expected. The customer confirmed that messages were processing again. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient orders were not accurate, as all patient controlled orders (schedule 2-5) were missing from myql despite being present in the emr. However, there were no delays or adverse events or injuries reported based on this event.